Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported loss of image when moving the camera head in certain positions during therapeutic choledocystomy involving an olympus camera head. The procedure was completed with a competitor device. There was no patient injury reported.